Event description:
It was stated that they called due to the tubing was leaking and the patient was on chemo. Per reporter the patient was treated at the hospital, and they knew that the leak was caused by the connection from the extension to the patient access coming loose. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.